Event description:
It was reported, the customer had air bubbles in their reservoir and tubing. Customer stated, the air bubbles occurred after priming their insulin pump. The customer did not rewind the insulin pump with the reservoir in place. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.